Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices, the patient's scs ipg was confirmed to be inoperable. The patient stated she had not charged the ipg in over a year. Consequently, the patient's scs ipg was replaced. Effective stimulation therapy was restored postoperatively.